Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 07/20/2009 by fax and mail. A completed questionnaire was received on 07/30/2009.

Event description:
A nurse reported that during intraocular lens (iol) implant surgery, the haptics were noted to be stuck together. While trying to get them apart, a posterior capsular tear occurred. The incision was enlarged and the lens was removed and replaced with another model iol during the same procedure. In a follow-up, the surgeon reported that the event has resolved and that, in his opinion, the device did not cause/contribute to the event.